Event description:
The customer reported that the system experienced an uncommanded collimator cone down. No pt or user injury was reported.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service info was provided.